Event description:
Meter was reading inaccurately high. The pt tested on meter and obtained a result of 389 mg/dl. Pt retested on another meter within 10 minutes and obtained a result of 89 mg/dl. Comparing meter to another meter is an invalid comparison. However, the pt also performed two control solution tests, both failed. The test strips and control solution were in good condition, the codes matched, and the testing technique was correct. No harm or injury alleged. No further information has been reported.